Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-04636.it was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm and 1.50mm x 15mm emerge¿ balloon catheters, both devices were noted to be broken in half. The devices never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Returned product consisted of the emerge balloon catheter in two pieces. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation and guidewire lumens is indicative of handling beyond simply unpackaging the device, as was reported. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 20.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-04636. It was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm and 1.50mm x 15mm emerge balloon catheters, both devices were noted to be broken in half. The devices never entered the patient's body. No patient complications were reported.